Event description:
Orig. Surg. Unk. Allegedly the head disassociated from the femoral stem. The head was replaced with a wmt head. The cup was replaced with a depuy cup with poly insert. The bfh head that was removed has an slt taper.

Manufacturer narrative:
Investigation is not complete.